Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). Several attempts have been made to obtain further information from the customer related to the exact test results and any patient impact. However, no further information has been provided by the customer at this time. Livanova (B)(4) has initiated a CAPA project for this type of issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is (B)(4). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in rochester, minnesota. This medwatch report is being filed on behalf of sorin group (B)(4). During follow-up communication, the customer stated that they are unaware of any patient infections directly related to the contaminated unit. The unit has been removed from service. The customer has test results but is unable to provide them at this time. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance.